Event description:
Physician was doing av fistula work when pt complained of shortness of breath. Dr. Stopped angiojetting and then the pt coded. She was intubated and then CT showed multiple pes. Two to three weeks later, she was brought back for more av fistula work, still intubated, coded again and then passed away. Physician is not sure that the pes are related to angiojet.

Manufacturer narrative:
Event consists of pt death during an angiojet procedure. The pt is a (B)(6) female of unk medical history, but has an artrial/venous (av) fistula graft. On (B)(6) 2012, the physician was performing a declot procedure with an angiojet device (model unk) when the pt complained of shortness of breath. The physician stopped using the angiojet device and then the pt coded. The pt was intubated and than a computed tomography (CT) scan was performed which showed multiple pulmonary embolisms (pes). The pt was brought back to the cath lab on (B)(6) 2012 for add'l av fistula declot. The pt was still intubated since the first procedure. The physician again performed a declot procedure with an angiojet avx thrombectomy set. The pt again coded and then passed away during this procedure. The physician was not sure if the pes were related to the angiojet device. The IFU warns the user. "Operation of the catheter may cause embolization of some thrombus and/or thrombotic particular debris. Debris embolization may cause distal vessel occlusion, which may further result in hypoperfusion or tissue necrosis." This event is considered reportable as the association between the angiojet device and the noted events which include the pe episodes and the noted pt's death cannot be conclusively ruled out.